Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted under angiography that the stent was not mounted on the balloon. The device was removed and the procedure was completed with a non-bsc stent. It was later found out that the stent dislodged outside the patient's body and was never inserted into the patient. No patient complications were reported.